Manufacturer narrative:
(B)(4). Information was received from a surgeon who is not required to complete form 3500a. One natural knee flex size 5 femoral implant was returned with the complaint for review. Visual exam revealed presence of low density polyethylene (ldpe) residue at several places on the implant; as well as, adhered to the buffed surface of the component. The device is used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on january 11, 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
During procedure, the surgeon opened the femoral component and noted that the polyethylene package material was adhered to the implant in multiple spots. Another implant was opened to complete the surgery without surgical delay.